Event description:
A catheter had been attached to a port as one device. The catheter broke off the implanted port and was retrieved before any injury to the pt. The tip snapped off the catheter. This is the second case of this breakage, that has been reported, and another one happened months ago that may be related to the placement in subclavian site for this central catheter. Surgeon had implanted the central catheter for chemotherapy. The port had been implanted at another facility in 2001 and that facility provided tracking info. This was an outpt case here.

Event description:
Add'l info rec'd from MFR 11/12/04: the product was not returned to the manufacturer, therefore MFR can not determine whether the events described in the medical device report are or are not attributable to the device.